Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter is synthes sales representative. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an implantation surgery (possible done on the forearm or femur) on (B)(6) 2018, it was discovered that an inserter, for titanium elastic nails (ten) had its plastic handles cracked into two (2) pieces. The device issue was noticed after standard hammer blows were delivered to the handle during insertion of the tens. The inserter was still deemed functional, and the broken pieces were all accounted for. There was no surgical delay reported. The procedure was successfully completed, but it is unknown what the patient outcome was. Concomitant device reported: unknown tens (part # unknown, lot # unknown, quantity 2) hammer 500 grams (part # 399.420, lot # unknown, quantity 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 359.219, lot: 9656847: manufacturing site: hägendorf, release to warehouse date: 07.dec.2015: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. A small broken off fragment is missing. There are slight signs of misuse on the instrument. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Material or hardness review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no material or hardness review is needed. Summary: the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no adverse event to the patient.